Manufacturer narrative:
The evaluation and repair of the ventilator is expected, but has not yet started. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator exhibited a blank screen, and continued cycling. The patient was removed from the unit and placed on an alternate ventilator. There was no reported patient injury.